Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported by the patient's location of purchase as relayed by the end user. It was alleged that the patient experienced an eye infection, the patient believes this is due to broken/torn contact lens. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to allegation of ocular infection of unknown type or severity and the potential for serious or permanent injury associated with ocular infection. Should further information become available, a follow-up report will be submitted as appropriate.